Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ low sorbing infusion set had the tubing detach at the filter. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing came detached at the filter.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ low sorbing infusion set had the tubing detach at the filter. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing came detached at the filter.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the tubing came detached at the filter. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010454 lot number 20095932 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.